Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system is reporting a communication error. An sjm representative interrogated the system and confirmed the ipg is inoperable. It has been at least a month since the patient last charged her ipg. Surgical intervention may be taken to address the issue.